Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's father reported that the customer's cannula kept coming out of his body causing no delivery alarms. Blood glucose level was 600 mg/dl at the time of the call. Caller reported treating with a manual injection. Troubleshooting could not be completed as the caller was reporting a previous event. No further information was provided.